Event description:
Add'l info rec'd from reporter 12/20/01: PICC line placed in 2001 failed one day prior to event, external catheter began leaking spontaneously and had to be repaired. However, blood had clotted in the lumen and tpa was administered without success. When the line was removed, it fractured inside the pt leaving about 26cm internally. The embolus and catheter was removed in the cath lab and the pt spent 2 nights in the ICU for cardiac monitoring.

Event description:
PICC line broke off inside pt requiring the device to be retrieved from the pt in the cardiac catheterization lab. The line appeared to be especially brittle and had been repaired on several occasions prior to breaking off within the pt. This was the second PICC line from the same lot that had broken off in this pt.